Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind due to motor encoder out of phase; unable to complete functional test due to motor error alarm. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was unknown. The customer stated he worked near a magnet. The caller performed the rewind and the device alarmed motor position encoder error. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.